Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a pulmonary embolism (pe) using an indigo system flash aspiration catheter (flash catheter), a select catheter, a 16f short sheath, and an guidewire. During the procedure, the physician had difficulty tracking the flash catheter over the select catheter and guidewire attempting to cross the left pulmonary artery. This difficulty presented as the system jumping forward during advancement leading to the guidewire perforating the pulmonary artery. The patient began to experience hemoptysis. The physician found a small distal bleed. A balloon catheter was inflated for approximately two minutes and the bleeding was resolved. The procedure ended at this point and no aspiration was performed.